Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported by the customer that on (B)(6) 2010, the fiber broke at 38,905 joules. No pt injury was reported. The device was not returned for evaluation.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra 2 meter was giving the "apply sample" icon. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 the patient obtained only the "apply sample" icon on the reported meter; he was unable to obtain a blood glucose reading. During this time period, the patient took his usual doses of diabetes medications. Four hours afterwards, the patient experienced the symptoms of blurred vision, headache and sweating. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient's testing technique and test strips were correct. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after he was unable to test his blood glucose levels due to the meter issue. Therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.